Manufacturer narrative:
Continuation of d11: product ID 8870bbu01 lot# serial# (B)(6) implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The patient's medical history included pain. It was reported that the patient had a pump change performed on (B)(6) 2020 and during the night of (B)(6) 2020, the consultant was called into the hospital as the patient appeared to be going through withdrawal. It was believed that the consultant had aspirated the catheter at implant and didn't tell anyone, so a priming bolus of the catheter was never done and therefore the patient went into withdrawal. A catheter access port (cap) test was performed to ensure that the catheter was definitely connected to the pump and was still patent. The cap test was ok and there were no issues observed. A single bolus and priming bolus were performed with good results and the patient came out of withdrawal. The issue was considered resolved at the time of report and the patient's status was alive - no injury. No surgical intervention occurred or was planned related to this event. No further complications were reported or anticipated.